Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was 132.5 miu/ml and was reported outside the laboratory. The sample was then tested on the chemistry analyzer at the site which gave an error message on the serum indices that the sample was clotted. The customer pulled the tube and found that it was very viscous, cleared the sample and reran all testing. The repeat hcg+ss result was > 10, 000 miu/ml and repeat result with a dilution was 14,455 miu/ml. This repeat result was believed to be correct. The customer amended the result. There was no adverse event. The hcg+ss reagent lot number was 17326805 with an expiration date of 10/31/2014. The customer declined a service visit to check the analyzer as the issue was due to the clotted sample. The field application specialist advised the customer to create a rule in the system to hold all test results until serum indices are completed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.